Event description:
The initial reporter received questionable elecsys estradiol iii assay results for two patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2026: the initial result from the analyzer was 499 pg/ml. The repeat result from a competitor analyzer was 39 pg/ml. Patient sample 2 on (B)(6) 2026: the initial result was 216.0 pg/ml. The initial result was deemed implausible, prompting reruns. The first repeat result was 27.7 pg/ml. The second repeat result was 27.5 pg/ml. The repeat results were deemed correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6), the investigation is ongoing.